Event description:
The physicians performed a therapeutic enteryx procedure on a pt, who also suffered from diabetes and renal failure. The procedure was reported to have gone well by the two physicians who performed the procedure. The pt was hospitalized for 48 hours post procedure, during which time the pt exhibited only a light fever. The complainant reported that the first week following the procedure went well, but then 2 to 4 weeks subsequent to the procedure the pt's condition worsened, but the pt did not consult either of the physicians who performed the procedure. At the pt's fourth week visit to the physician following the treatment, the pt complained of fever and asthenia. At that time an abdominal x-ray was performed that showed nothing abnormal. The doctor prescribed symptomatic treatment and scheduled an endoscopy to be performed two months later. However, during that time, the pt consulted the nephrologists, complaining of dysphagia suffered between the four week visit to the doctors who performed the enteryx procedure, and the visit to the nephrologists. The nephrologists ordered an endoscopy to be performed, which showed an esophageal ulcer. The endoscopy was followed by a CT and barium swallow that confirmed the presence of a deep ulcer at the injection site. No enteryx product was visualized at that stage. The pt began hemodialysis for their chronic renal failure. During the dialysis treatment, the pt had a serious event; hypotension followed by syncope. The pt expired. No autopsy was performed on the pt, in view of the family's opposition. The product has not been received for evaluation, therefore, a failure analysis is not available. Co believes the user technique may have contributed to this event.